Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The 99% stenosed target lesion area was located in a moderately tortuous and moderately calcified superficial femoral artery. A 6.00mm/2.0cm/135cm peripheral cutting balloon was advanced for dilatation. However, during first inflation at nominal pressure, the balloon ruptured. The device was simply pulled out, and the procedure was completed with a different device. No complications reported, and the patient was good post procedure.